Manufacturer narrative:
Qcs were performed on the meter and the results were within the acceptable ranges. The meter and test strips were returned for investigation and were tested using retention controls. Control ranges: level 1 100-136 mg/dl. Level 2 261-353 mg/dl. Results: level 1 ¿ 112, 112, 116 mg/dl. Level 2 ¿ 303, 303, 309 mg/dl. All returned results were within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of a questionable glucose result for 1 patient tested with accu-chek inform ii meter serial number (B)(4) compared to an abl90 device. The questionable result was reported to the patient and medical staff. At 8:42 am, the abl90 device result using a capillary blood sample was 5.3 mmol/l. At 8:47 am, the meter result using a capillary blood sample was 12.3 mmol/l.

Manufacturer narrative:
Updated device, component, evaluation method, evaluation result and evaluation conclusion codes.